Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. Returned t/c passed weight, safety, and eit. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. The returned device passed all field return tests and inspections. The reported condition was not able to be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.

Event description:
Rn called on patient's behalf to report that the wcd system is going off and is alerting to "call the assure helpline your device needs service." Customer care inquired if there is a wrench and code on the monitor. Rn stated the monitor shows "sn" and was not able to provide the error code. Customer care troubleshooted the issue by rebooting the wcd system. The issue was resolved. About an hour later, service error code was received on the customer support helpline queue. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.